Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained ventricular oversensing due to far p-wave oversensing was observed. Programming changes were recommended but not made. Patient condition was fine.